Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-00590. It was reported that stent damaged occurred. The target lesion was located in the mid left anterior descending artery. The advantage balloon catheter inflation device was used to inflate the balloon. However, the touhy broke off when the physician was trying to deliver the 2.75mm x 16mm veriflex stent. Eventually, when they removed the stent to go with the procedure the veriflex stent got damaged. The physician made used of another same advantage kit and tried to put a 2.50mm x 20mm express 2 stent. However, when the stent was put in, the touhy broke again. The physician pulled the 2.50mm x 20mm express 2 stent and it got bent. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.